Event description:
The pt's IV site was initiated in the right antecubital fossa by the emergency room staff to facilitate IV administration of a large number of medications. Reportedly, 72 hours later the site was found to have localized cellulitis of the IV site. The pt was treated with local site care consisting of a heating pad and elevation of the extremity. The report source indicated that the clinicians are not swabbing the clave prior to accessing the calve port as per the label instructions. The user facility is also investigating IV site preparation. Though requested, no additional info was provided.